Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient expired. The cause of death is unknown. The device was not explanted, therefore will not be returned for evaluation. No further information was provided.

Manufacturer narrative:
A direct correlation between heartmate 3 lvas, serial number (B)(4) and the reported event could not be conclusively established through this evaluation. It was reported that heartmate 3 lvas, serial number (B)(4) was not explanted for evaluation. No further information was provided. The manufacturer is closing the file on this event.